Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead and pacemaker exhibited oversensing of noise and high out of range pacing impedance measurements greater than 2,000 ohms in bipolar configuration. This resulted in a signal artifact monitor episode and activation of the lead safety switch (lss) feature, which, changed the lead configuration to unipolar. The noise was able to be reproduced with patient isometrics. Technical services (ts) reviewed the stored episodes and discussed that the noise appeared consistent with oversensing related to the minute ventilation (mv) feature. The physician suspected this ra lead was fractured. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. The pacemaker remains in service. No additional adverse patient effects were reported.